Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the rewind due to corroded motor home switch. Analysis was unable to verify the compromised force sensor system alarm due to the motor error alarms. The insulin pump was received with cracked display window corners, battery tube threads cracked, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer father reported via phone call that the pump alarmed compromised force sensor system. The customer's blood glucose was 9.1 mmol/l at the time of the call. Father stated the insulin pump was unable to exit the "preparing to prime" process. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.